Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm4) was yellow, but the customer was able to keep operating with the usm4. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer. There was an unexpected set up joint (suj) movement. The tse advised the customer to press the port clutch button. The reported complaint was resolved. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The reported complaint was resolved with pressing the port clutch. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.